Event description:
The event occurred on an unspecified date and involved a chemolock¿ bag spike with additive port. The customer reported that they observed small white polycarbonate chips when disconnecting a spiros from the device. Technicians at the facility noticed what they initially thought to be a micro-bead or drop of fluid on the end of the spiros upon disconnection. However, the perceived ¿drop¿ was actually shards or pieces of plastic. There is no patient involvement, no delay to therapy and no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
A new ch-13 chemoclave bag spike with additive port and new ch2000s-c spinning spiros were returned for investigation. Examination of the two devices did not reveal any particulate in the product assemblies or packaging. The two returned devices were connected and flushed with sterile water through a filter to capture any particulate in the fluid path. None was captured or observed. The reported issue could not be confirmed on the samples returned. Without the return of the affected samples, a probable cause cannot be determined. On february 16th, 2022, the reporter facility requested that a representative from the manufacturing facility come to their site to review the issue. A bag of small shards or pieces of plastic was presented. The staff at the user facility mentioned that within the last two weeks, techs have noticed what they thought was a small micro bead or droplet of fluid on the end of spiros connector when disconnecting from the ch-13 and/or ch-33. The pieces (small shards) in the bag were confirmed to be solid in nature. Through investigation, it was found that these particles were returned with the complaint samples; however, these particles could not be located during the examination of the new samples returned. A photograph was returned showing two small unidentified particles inside a polybag. The source of the particles cannot be determined from the photo. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18feb2022.